Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2 : reference manufacturer report: 1627487-2018-12405. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2 : reference manufacturer report: 1627487-2018-12405. It was reported that patient had undertaken surgical intervention on (B)(6) 2018. The leads were cut and new leads were implanted. Effective therapy was restored post-op.